Manufacturer narrative:
(B)(4). Date sent: 9/3/2024. D4: batch # 993c55. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the firing trigger closed and the closure trigger midway. The firing mechanism was damaged and a 6r45b reload was loaded in the device. The reload was received partially fired 1/10 with two protruding staples on the proximal end and with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 993c55, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy, the machine is placed at the appendix base and the closing trigger is closed. When the firing trigger is closed, the machine creaks alarmingly and it is then impossible to open. A crack has then appeared on the top side of the handle (between the control lever and the opening button). The surgeon solves the situation by putting another port, goes in with a new machine and stacks the appendix distal to the previous firing. The appendix must then be split with diathermy to loosen it and placed in a specimen bag according to routine before it is removed via porthole. The machine that cannot be opened is then pulled out together with the gate and the operation is finished in the usual way. The surgery was delayed by 15 minutes and completed successfully. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent 11/6/2024. D4 batch #993c55. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the firing trigger closed and the closure trigger midway. The firing mechanism was damaged and a 6r45b reload was loaded in the device. The reload was received partially fired 1/10 with two protruding staples on the proximal end and with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 993c55, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/31/2024. Corrected data: h6. Medical device problem code.